Manufacturer narrative:
(B)(4).additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and sepsis then subsequently passed away coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid dialysate and abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Fifteen days after the peritonitis diagnosis the patient experienced sepsis. The cause of the sepsis was not reported. Treatment for the sepsis was not reported. The same day as the sepsis event, the patient passed away. The cause of the death was reported as due to peritonitis and sepsis. It was not reported if an autopsy was performed. Physioneal and extraneal therapies were ongoing until the time of death. No additional information is available.